Event description:
A materials manager reported two pts with infections following intraocular lens (iol) implant surgery. The two surgeries were performed three months apart. Additional info has been requested. There are two medical device reports associated with this event. This report is for the first pt.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. There have been no other complaints reported in the lot number. Additional info was requested on 12/07/2011, 12/08/2011, 12/09/2011 and 12/19/2011 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).